Manufacturer narrative:
The events of infection and seroma are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection and seroma.

Event description:
Patient reported, "I've been getting very bad symptoms. With infection and excess liquid that has been seen around the implant. This causes me to have a high fever, extreme pain and swollen breasts". The device remains implanted. This record relates to the left side.

Event description:
Patient reported "I've been getting very bad symptoms, with infection and excess liquid that has been seen around the implant. This causes me to have a high fever, extreme pain and swollen breasts". The device remains implanted. This record relates to the left side.